Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for the following bacteria: on (B)(6) 2018: all channels: alcaligenes faecalis (>100cfu); on (B)(6) 2018: all channels: bacillus spp. Mesophiles (8cfu) and burkholderia cepacia (2cfu) . The subject device had been disinfected with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for staphylococcus (4cfu/100ml). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.